Manufacturer narrative:
The product has not been returned. If returned, or if additional information becomes available, this event will updated.

Event description:
Boston scientific crm received information that this device had stopped working. As a result, it was explanted. No adverse patient effects were reported.